Manufacturer narrative:
Product was not returned for an investigation; therefore, the condition of the components is unknown.  The device history records were reviewed with no deviations or anomalies identified. A review of the compatibility matrix and the femoral component package insert identified that all the components are compatible. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Base on the investigation: a definitive root cause cannot be identified. With the information provided. Device remains implanted in patient.

Event description:
It is reported that the patient is experiencing right knee pain.